Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensed noise on the right ventricular (rv) lead. As a result, the device provided inappropriate anti-tachycardia pacing (atp). Technical services (ts) suspected the noise was due to electromagnetic interference (emi), however, ts recommended performing isometric tests to rule out a lead integrity anomaly. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that the noise was confirmed to be emi and it could not be reproduced with isometrics. It was noted that the patient will continue to be monitored. No adverse patient effects were reported. This crt-d remains in service.